Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant the patient reported discomfort. An x-ray was taken which showed the tip of electrode to be fairly superficial. It was noted that the physician used a two incision technique during implant boston scientific technical services (ts) was consulted and noted this could cause erosion in the future. Ts recommended a revision procedure and use of the three incision technique to secure the electrode. A revision procedure was performed twelve days later as the electrode was protruding out, but had not eroded through to the skin and the patient was experiencing more pain. During the procedure the physician repositioned the electrode by using the three incision technique as recommended. The electrode remains in service and no additional adverse patient effects were reported.